Event description:
On (B)(6) 2010, pt reported the up button is no longer working properly when performing a bolus. Pt stated, the button appears to pop back up as normal. Troubleshooting found the down button was also not responding correctly. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.